Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 20-jul-2025, the user reported that the top half of the ilet touchscreen was unresponsive and the screen was visibly cracked. A replacement device was issued. Blood glucose was unaffected during the event.